Event description:
The manufacturer received information alleging a bipap a40 system silver ventilator inoperative alarm occurred and the unit stopped operating. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a bipap a40 system silver ventilator inoperative alarm occurred and the unit stopped operating. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/eval: the ventilator was returned to the manufacturer for evaluation and although the customer¿s complaint was not confirmed the alarm log showed an error code was recorded (unable to write to event log). The device's main pca was replaced to address the issue. New information added to box h. In addition, a life related smell was confirmed on the following parts, and they were replaced: blower, outlet flow path and right-side assembly.